Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 15-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the cause is usage stress, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
During inspection and testing of the suspect device, service found the coating on the insertion section was peeling due to deterioration. Also, the report that the scope was leaking was confirmed during inspection and testing. In addition, the adhesive on the bending section cover was chipped, the insertion section was buckling, there was insufficient angulation, and the image guide bundle was stained. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the scope was leaking. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating of the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event.